Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, wrinkling, and lymphoma are physiological complaints, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur.

Event description:
Healthcare professional reported left side device with "slightly lobulated contours," "MRI indicates small amount of fluid around the left implant," and "chronic inflammatory infiltrate lymphohistiocytic without atypia." The device was explanted.